Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and out of range pacing impedances greater than 2,000 ohms. The noise did not result in greater than 2 seconds of inhibition of pacing. The patient did complain of dizziness; however did not correlated with the stored episodes of noise. The patient underwent a revision procedure and this product was surgically capped and abandoned. The patient received a new rv lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.